Manufacturer narrative:
(B)(4) date sent 12/16/2025. D4 batch #590d85. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with five gst45w (b-f) reloads present. The reloads (b and c) were received fully fired with no apparent damage and with some staples were found lodged on the reload deck and on the reload bottom side. The reloads (d, e, & f) were received fully fired with no apparent damage. In addition, a staple was found lodged on the knife slot and the knife was noted to have slight nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: what was the procedure? Open liver transplant. What date did the event take place? (B)(6) 2025. What color cartridge was used? White. How was the post-op bleeding identified? Immediate. How many days postoperative was the bleeding identified? Immediate. What was the total estimated blood loss (ml)? Undetermined. How was the bleeding addressed? Suture. What was the pre and postoperative anti-coagulant and pain management protocol? Undetermined. Was the bleeding intraluminal or extraluminal? Extraluminal. Did the patient receive any preoperative chemotherapy or radiation? Undetermined. Were the staples the appropriate b-shape form? According to surgeon he didn¿t believe so. Some were, some were not. Any clips, clamps, or graspers near the area where the device was being fired? Undetermined. A manufacturing record evaluation was performed for the finished device batch number 590d85, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 12/4/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What date did the event take place? What color cartridge was used? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Would the facility like to schedule a meeting with ethicon? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver transplant when the device stapling the on the right hepatic vein when in second a staple line blow out. Patient had to get additional blood.